Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent repair of incarcerated incisional hernia. A bard/davol ventrio st mesh was implanted in patient during this repair. On (B)(6) 2018: the patient underwent surgery to repair recurrent incisional hernia. During the surgery, the surgeon noted ¿multiple intra-abdominal adhesions involving small bowel and omentum, small bowel densely adherent to previous piece of mesh.¿ the patient continues to experience complications related to the ventrio st mesh. She will likely require additional surgeries to repair the damage from the product. The ventrio st mesh implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. A the patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured. She has sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventrio st mesh.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent repair of incarcerated incisional hernia. A bard/davol ventrio st mesh was implanted in patient during this repair. (B)(6) 2018: the patient underwent surgery to repair recurrent incisional hernia. During the surgery, the surgeon noted ¿multiple intra-abdominal adhesions involving small bowel and omentum, small bowel densely adherent to previous piece of mesh.¿ the patient continues to experience complications related to the ventrio st mesh. She will likely require additional surgeries to repair the damage from the product. The ventrio st mesh implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. A the patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured. She has sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventrio st mesh. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿single hernia was dissected and a ventrio st mesh (device #1) was inserted and secure it with suture.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the explant of ventrio st mesh (device #1) and implant of phasix st mesh (device #2), small bowel resection and lysis of adhesion. Per operative notes, ¿the previously placed mesh (device #1) was explanted. Small bowel was resected. A phasix st mesh (device #2) was inserted and secure it with suture.¿ attorney alleges that the patient had adhesion, bowel obstruction, bowel removal, hernia recurrence, infection, pain and suffering. It is also alleged that the patient had difficulty in bowel movements and sleeping difficulty. After the hernia surgery the patient still having problems with abdominal pain and have to wear a binder most of the day; patient having difficulty having bowel movements and having problems sleeping - can't sleep on stomach anymore and laying on either side hurts, end up sleeping on back to ease the pressure.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication.to specification. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.